Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an open seal was confirmed but the cause is unknown. Three photos of the tray packaging were returned for evaluation of this complaint. The kit contained the niagara slim-cath pre-curved catheter, a dualator dilator, the attachable suture wings, two transparent dressings, two end caps, and a guidewire. The introducer needle and the heparin sticker were missing from the kit. The components appeared unused as the catheter had the stylet inlaid and the guidewire and catheter were in their packaging sheaths. The tray was labeled as material# 5554150 and batch #redv0871, which were verified to match the information in the complaint file. No holes or tears were seen within the label. However, the label was separated from the tray flange along one of the long sides of the tray and around the corner of the tray. Adhesive transfer was seen along the visible sections of the tray flange, indicating that the tray had been sealed. No voids were seen in the visible section of the adhesive transfer on the tray flange. A review of manufacturing documentation for this batch revealed no deviations/issues identified or associated with the reported event regarding product materials or during manufacturing, packaging, or the qc inspection process. Although it could be confirmed that that the seal had been opened, it could not be determined when or how the seal was broken. Possible contributing factors include damage to the packaging during shipping, sterilization, storage, or use. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the operator found that the product was not sealed and suspected that it was contaminated. The device was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv0871 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the operator found that the product was not sealed and suspected that it was contaminated. The device was not used on a patient.